Event description:
It was reported the screw head broke off during final seating. The threaded portion of the screw remains implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.